Manufacturer narrative:
Additional information: h10 medical assessment medical assessment: review of the event description suggests the occurrence of sudden cardiac arrest (sca) in the form of ventricular tachycardia (v tach) revealed by defibrillator monitor as the immediate cause of the patient's death during the dialysis treatment. Based on the available evidence, there is no evidence to support a causal relationship between the small ultrafiltration rate discrepancy and the cardiac event. Widely reported and studied in the literature including by the usrds annual data report, sudden cardiac death off dialysis and sudden cardiac arrest during dialysis combined is recognized as the single most prevalent cause of death in esrd patients on dialysis and occurs as a result of multiple causes not directly related to ultrafiltration. It is clinically important to note that leading up to and immediately prior to the onset of the v tach arrhythmia, there was no report by the staff of any symptoms including chest discomfort or shortness-of­ breath ("the patient was talking and laughing with the guard during the treatment. Approximately two hours and twenty-five minutes into the treatment, the patient stated he was going to sleep and pulled the blanket up over his head. The dialysis technician who was taking bp readings on other patients saw this and called out to the patient to pull the blanket down. The patient did not respond. The tech reported hearing what sounded like snoring coming from the patient and proceeded to remove the blanket from his head."). (Continued in b6 and b7).

Event description:
On (B)(6)2024, it was reported that a patient experienced a cardiac event during hemodialysis (hd) treatment utilizing the fresenius 2008t machine. The patient was subsequently transported to the hospital and passed away. The machine was evaluated by the biomedical technician and the ultrafiltration (uf) pump calibration was not within specifications. The measurement was reading 23.3ml (23.90-24.10ml is acceptable range). Additional information was provided through follow-up with the clinical manager (cm). The patient arrived from the county jail accompanied by a guard for a regularly scheduled hd treatment on (B)(6)2024. The patient¿s 4-hour treatment was initiated at 6:49am utilizing the fresenius 2008t machine. The patient¿s blood pressure (bp) readings were normal throughout the treatment. The patient was talking and laughing with the guard during the treatment. Approximately two hours and twenty-five minutes into the treatment, the patient stated they were going to sleep and pulled the blanket up over his head. The dialysis technician who was taking bp readings on other patients saw this and called out to the patient to pull the blanket down. The patient did not respond. The tech reported hearing what sounded like snoring coming from the patient and proceeded to remove the blanket from their head. Two hours and thirty-six minutes into the treatment, the patient coded. 911 was called and a full code was run. Approximately 8-10 minutes of cardiopulmonary resuscitation (CPR) and bag mask ventilation were administered prior to emergency medical services (ems) arriving. The cm continued to assist the emts at the clinic as they determined it necessary to intubate the patient on scene due to the patient¿s mustache making it difficult to obtain a good seal with the bag mask ventilation. The patient¿s heart rhythm was ventricular tachycardia (v tach) on the defibrillator monitor. This was later confirmed by the physician. The patient was also administered epinephrine (dose unknown) by the emt. The patient was transported to the hospital where he was pronounced deceased. The coroner¿s report does not list a cause of death and only stated the time of death. The clinic has not received any paperwork from the hospital. No further information was available pertaining to the event. The cm stated that there were no issues with the 2008t machine or other fresenius products prior to or during the patient¿s hd treatment. The cm and charge nurse both inspected the machine after the event and took a dialysate sample. There were no abnormal findings. The biomed technician completed an inspection of the machine and found the ultrafiltration (uf) pump calibration out of range. The cm stated it was a small discrepancy and was pulling too little fluid from the patient as a result. The machine remains out of service pending evaluation by a fresenius field service technician. A user facility reported a fresenius 2008t hemodialysis (hd) machine required device evaluation. A fresenius field service technician (fst) performed an ultrafiltration (uf) identification check. During initial intake it was noted there was patient involvement and injury. Upon follow-up, the biomedical technician (bmt) stated the machine had been pulled from service on (B)(6)2024 after a patient went into cardiac arrest while dialyzing on the machine and subsequently expired. The machine was removed from service following the event. When the bmt went to perform testing on the machine, it was noted the machine had indicated the dialysate temperature was within range at the set point but was actually off by around 0.7. Per bmt the fst came out and re-calibrated temperature and ultrafiltration (uf) on the machine. Per bmt the facility is currently pending receipt of the final service report from the fst, and clearance of the machine by the clinical team before the machine can be returned back to service.

Event description:
On 17/sep/2024, it was reported that a patient experienced a cardiac event during hemodialysis (hd) treatment utilizing the fresenius 2008t machine. The patient was subsequently transported to the hospital and passed away. The machine was evaluated by the biomedical technician and the ultrafiltration (uf) pump calibration was not within specifications. The measurement was reading 23.3ml (23.90-24.10ml is acceptable range). Additional information was provided through follow-up with the clinical manager (cm). The patient arrived from the county jail accompanied by a guard for a regularly scheduled hd treatment on (B)(6) 2024. The patient¿s 4-hour treatment was initiated at 6:49am utilizing the fresenius 2008t machine. The patient¿s blood pressure (bp) readings were normal throughout the treatment. The patient was talking and laughing with the guard during the treatment. Approximately two hours and twenty-five minutes into the treatment, the patient stated they were going to sleep and pulled the blanket up over his head. The dialysis technician who was taking bp readings on other patients saw this and called out to the patient to pull the blanket down. The patient did not respond. The tech reported hearing what sounded like snoring coming from the patient and proceeded to remove the blanket from their head. Two hours and thirty-six minutes into the treatment, the patient coded. 911 was called and a full code was run. Approximately 8-10 minutes of cardiopulmonary resuscitation (CPR) and bag mask ventilation were administered prior to emergency medical services (ems) arriving. The cm continued to assist the emts at the clinic as they determined it necessary to intubate the patient on scene due to the patient¿s mustache making it difficult to obtain a good seal with the bag mask ventilation. The patient¿s heart rhythm was ventricular tachycardia (v tach) on the defibrillator monitor. This was later confirmed by the physician. The patient was also administered epinephrine (dose unknown) by the emt. The patient was transported to the hospital where he was pronounced deceased. The coroner¿s report does not list a cause of death and only stated the time of death. The clinic has not received any paperwork from the hospital. No further information was available pertaining to the event. The cm stated that there were no issues with the 2008t machine or other fresenius products prior to or during the patient¿s hd treatment. The cm and charge nurse both inspected the machine after the event and took a dialysate sample. There were no abnormal findings. The biomed technician completed an inspection of the machine and found the ultrafiltration (uf) pump calibration out of range. The cm stated it was a small discrepancy and was pulling too little fluid from the patient as a result. The machine remains out of service pending evaluation by a fresenius field service technician. A user facility reported a fresenius 2008t hemodialysis (hd) machine required device evaluation. A fresenius field service technician (fst) performed an ultrafiltration (uf) identification check. During initial intake it was noted there was patient involvement and injury. Upon follow-up, the biomedical technician (bmt) stated the machine had been pulled from service on 09/16/2024 after a patient went into cardiac arrest while dialyzing on the machine and subsequently expired. The machine was removed from service following the event. When the bmt went to perform testing on the machine, it was noted the machine had indicated the dialysate temperature was within range at the set point, but was actually off by around 0.7. Per bmt the fst came out and re-calibrated temperature and ultrafiltration (uf) on the machine. Per bmt the facility is currently pending receipt of the final service report from the fst, and clearance of the machine by the clinical team before the machine can be returned back to service.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hemodialysis utilizing the fresenius 2008t machine and the patient event of cardiac arrest with subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the 2008t machine. Additionally, there is no allegation of a machine malfunction or deficiency causing the patient¿s adverse event. The patient went into cardiac arrest exhibited by ventricular tachycardia (v tach). According to the united states renal data system (usrds), the leading cause of death among ckd patients undergoing dialysis is related to cardiac arrhythmias. Sudden cardiac deaths caused by ventricular tachyarrhythmias account for approximately half of the deaths related to cardiac causes. It is unknown if the patient has a history of cardiac comorbidities which caused or contributed to the adverse event. It is also unknown if the dialysis procedure itself (shift in electrolytes or fluid) contributed to the event. Although there was a slight variance in the uf pump calibration being out of specification by 0.60ml there is no evidence that this small discrepancy in fluid removal contributed to the patient event. Based on the available information and no allegation of a malfunction or deficiency causing or contributing to the cardiac arrest and death, the fresenius 2008t machine can be excluded as the cause of the patient¿s death.

Event description:
On (B)(6) 2024, it was reported that a patient experienced a cardiac event during hemodialysis (hd) treatment utilizing the fresenius 2008t machine. The patient was subsequently transported to the hospital and passed away. The machine was evaluated by the biomedical technician and the ultrafiltration (uf) pump calibration was not within specifications. The measurement was reading 23.3ml (23.90-24.10ml is acceptable range). Additional information was provided through follow-up with the clinical manager (cm). The patient arrived from the county jail accompanied by a guard for a regularly scheduled hd treatment on (B)(6) 2024. The patient¿s 4-hour treatment was initiated at 6:49am utilizing the fresenius 2008t machine. The patient¿s blood pressure (bp) readings were normal throughout the treatment. The patient was talking and laughing with the guard during the treatment. Approximately two hours and twenty-five minutes into the treatment, the patient stated they were going to sleep and pulled the blanket up over his head. The dialysis technician who was taking bp readings on other patients saw this and called out to the patient to pull the blanket down. The patient did not respond. The tech reported hearing what sounded like snoring coming from the patient and proceeded to remove the blanket from their head. Two hours and thirty-six minutes into the treatment, the patient coded. 911 was called and a full code was run. Approximately 8-10 minutes of cardiopulmonary resuscitation (CPR) and bag mask ventilation were administered prior to emergency medical services (ems) arriving. The cm continued to assist the emts at the clinic as they determined it necessary to intubate the patient on scene due to the patient¿s mustache making it difficult to obtain a good seal with the bag mask ventilation. The patient¿s heart rhythm was ventricular tachycardia (v tach) on the defibrillator monitor. This was later confirmed by the physician. The patient was also administered epinephrine (dose unknown) by the emt. The patient was transported to the hospital where he was pronounced deceased. The coroner¿s report does not list a cause of death and only stated the time of death. The clinic has not received any paperwork from the hospital. No further information was available pertaining to the event. The cm stated that there were no issues with the 2008t machine or other fresenius products prior to or during the patient¿s hd treatment. The cm and charge nurse both inspected the machine after the event and took a dialysate sample. There were no abnormal findings. The biomed technician completed an inspection of the machine and found the ultrafiltration (uf) pump calibration out of range. The cm stated it was a small discrepancy and was pulling too little fluid from the patient as a result. The machine remains out of service pending evaluation by a fresenius field service technician.

Event description:
On (B)(6) 2024, it was reported that a patient experienced a cardiac event during hemodialysis (hd) treatment utilizing the fresenius 2008t machine. The patient was subsequently transported to the hospital and passed away. The machine was evaluated by the biomedical technician and the ultrafiltration (uf) pump calibration was not within specifications. The measurement was reading 23.3ml (23.90-24.10ml is acceptable range). Additional information was provided through follow-up with the clinical manager (cm). The patient arrived from the county jail accompanied by a guard for a regularly scheduled hd treatment on (B)(6) 2024. The patient¿s 4-hour treatment was initiated at 6:49am utilizing the fresenius 2008t machine. The patient¿s blood pressure (bp) readings were normal throughout the treatment. The patient was talking and laughing with the guard during the treatment. Approximately two hours and twenty-five minutes into the treatment, the patient stated they were going to sleep and pulled the blanket up over his head. The dialysis technician who was taking bp readings on other patients saw this and called out to the patient to pull the blanket down. The patient did not respond. The tech reported hearing what sounded like snoring coming from the patient and proceeded to remove the blanket from their head. Two hours and thirty-six minutes into the treatment, the patient coded. 911 was called and a full code was run. Approximately 8-10 minutes of cardiopulmonary resuscitation (CPR) and bag mask ventilation were administered prior to emergency medical services (ems) arriving. The cm continued to assist the emts at the clinic as they determined it necessary to intubate the patient on scene due to the patient¿s mustache making it difficult to obtain a good seal with the bag mask ventilation. The patient¿s heart rhythm was ventricular tachycardia (v tach) on the defibrillator monitor. This was later confirmed by the physician. The patient was also administered epinephrine (dose unknown) by the emt. The patient was transported to the hospital where he was pronounced deceased. The coroner¿s report does not list a cause of death and only stated the time of death. The clinic has not received any paperwork from the hospital. No further information was available pertaining to the event. The cm stated that there were no issues with the 2008t machine or other fresenius products prior to or during the patient¿s hd treatment. The cm and charge nurse both inspected the machine after the event and took a dialysate sample. There were no abnormal findings. The biomed technician completed an inspection of the machine and found the ultrafiltration (uf) pump calibration out of range. The cm stated it was a small discrepancy and was pulling too little fluid from the patient as a result. The machine remains out of service pending evaluation by a fresenius field service technician. A user facility reported a fresenius 2008t hemodialysis (hd) machine required device evaluation. A fresenius field service technician (fst) performed an ultrafiltration (uf) identification check. During initial intake it was noted there was patient involvement and injury. Upon follow-up, the biomedical technician (bmt) stated the machine had been pulled from service on (B)(6) 2024 after a patient went into cardiac arrest while dialyzing on the machine and subsequently expired. The machine was removed from service following the event. When the bmt went to perform testing on the machine, it was noted the machine had indicated the dialysate temperature was within range at the set point, but was actually off by around 0.7. Per bmt the fst came out and re-calibrated temperature and ultrafiltration (uf) on the machine. Per bmt the facility is currently pending receipt of the final service report from the fst, and clearance of the machine by the clinical team before the machine can be returned back to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation did not find objective evidence indicating a product problem. The investigation into the cause of the reported problem was able to be confirmed.